Manufacturer narrative:
Section a2: patient age was unknown. Section b3: corrected. Section d1: corrected. Section d4: corrected catalog number and UDI. Section g2: corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bowel infarction and patient outcome could not be conclusively established through this evaluation. In addition, a specific cause for the infection could not conclusively be determined through this evaluation. The patient¿s outcome was reportedly not device or therapy-related and the device operated as intended. No autopsy was performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including infection and death, that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Section 6 entitled ¿patient care and management¿ also lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed ischemic colitis on (B)(4) 2024. Pain control was performed due to the abdominal pain, but the pain persisted despite treatment. A computed tomography (CT) confirmed the ischemic colitis and an perforation segmental resection of colon loop ileostomy was performed. On (B)(6) 2024, suspension of life-sustaining treatment was discussed and on (B)(6) 2024, life-sustaining treatment was suspended. On (B)(6) 2024 the patient passed away. The outcome was not considered device or therapy related. An autopsy was not performed, the device was not explanted and therefore not returned.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.